Manufacturer narrative:
Corrected data: device received and evaluated. The device was received for evaluation. The hub was found occluded with contrast solution; the hub was bypassed and balloon was inflated. A pinhole was found at 6mm from the proximal balloon marker band. The root cause of the pinhole could not be definitely determined, but is consistent with improper preparation and over-inflation of the balloon.

Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer. Therefore, a product analysis could not be performed. The root cause is unknown.

Event description:
It was reported that the balloon suddenly deflated in the patient during the procedure. There was no reported intervention, patient injury, or health damage.